Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced a high blood glucose event on (B)(6) 2026. The patient stated that blood glucose had been elevated for approximately 15 hours and was treated with insulin from the pump. No further information available.